Event description:
A caller reported a cartridge alarm 20, which did not adversely impact the customer¿s blood glucose level. Technical support confirmed this was not connected to the loading process or previously reported alarms and decided to replace the pump. The customer agreed to use their current pump as backup therapy and was informed they would receive a pump with updated software. Instructions were provided on returning the faulty pump within 10 days using a prepaid label to avoid charges. Additionally, the customer was guided on transferring settings and connecting their cgm to the replacement pump. The replacement pump was shipped with the requirement of a signature upon delivery.